Event description:
The customer reported that their device would no longer power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed that the latch assembly was missing from the device. The device cannoy power on without the latch assembly. The cause for the latch assembly missing from the device could not conclusively be determined.